Event description:
A supplemental report is being submitted due to completion of the investigation on 15-aug-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was opened for the user error of the incorrect wire guide with the replacement zso-7-10 device and is related to pr 420116 which captures the kinked stent from the original procedure. Manufacturing records: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: according to the customer, user error incorrect wire guide with replacement device. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the pigtail kinked, unable to get it over the wire. Procedure was completed by using another of the same device. This file will capture the user error of incorrect size wire guide used with replacement device. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: the following information has been received via phone call on 24jan2024. The 24jan2024 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: at the beginning of trying to do a device placement, no patient contact. 2.1.2 what was the target location for the stent? N/a 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. In the operating room at the appropriate temperature. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 025 - visiglide-olympus. 2.1.5 was the wire guide lubricated prior to use? Yes. 2.1.6 *was the wire guide inspected for damage prior to use? No. 2.1.7 was the device at the center of the complaint inspected for damage prior to use? Yes. 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes, sphincterotomy. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 2.1.10 * if not with the device in question, how was the procedure finished?* another of the same device. 2.1.11 what intervention (if any) was required? None. 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? N/a. **please provide the originator a list of any additional manufacturer questions required for investigation. On 24jan2024.